Event description:
It was reported to philips that the operational check failed. There was no report of patient involvement.

Manufacturer narrative:
The filed service engineer (fse) evaluated the device and was not able to find any faults. Upon conclusion of the evaluation, no device fault was found.